Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported for in-clinic follow up with the right atrial lead exhibiting intermittent over-sensed noise resulting in episodes of inappropriate automatic mode switch. Noise was unable to be reproduced. No interventions were made. The patient was asymptomatic.